Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for rotation, noise, water spray, cut and current draw test according requirements. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 32.0 c and 31.9 c under load testing with coolant spray on. These temperatures did not exceed requirements. Microscopic evaluation revealed minor debris inside cap and head cavities. Some debris was observed with thin the o-rings area. All gears looked good.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.